Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device is not available for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the 2-week post operative follow-up appointment; an x-ray confirmed one of the 2.3mm distal screws had broken post-operatively. The part number of the broken screw is unknown. Per additional information received, the surgeon has no plan to remove the screw or do revisions. The surgeon is content with the stability of the fracture and will continue to monitor the patient.